Manufacturer narrative:
Sc-1200 sn: (B)(6). The ipg was analyzed and was charged fully from its hibernation and regained its functionality after being charged. No communication error was observed. It passed the functional test, and an electrical test revealed normal device characteristics. With all the available information, boston scientific concludes the complainant was not confirmed.

Event description:
It was reported that the patient was getting communication error when trying to unlock the rc (remote control) and connect to the ipg. The patients ipg was explanted and returned to the manufacturer.

Event description:
It was reported that the patient was getting communication error when trying to unlock the rc (remote control) and connect to the ipg. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.